Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that a break had occurred in the midshaft. The break was located at 9.4cm distal to its proximal edge. It is noted that the distal section of the break, including the port, wire lumen, balloon and tip section was not received for analysis. A detailed examination of the break site and the actual midshaft found clear evidence that the midshaft was stretched, consistent with excessive tensile force having been applied to the shaft. There was a build up of blood inside the hub manifold. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure a portion of the balloon catheter detached in the patient. Access was obtained via the right femoral artery. The 90% stenosed, denovo, and 20x3.5mm target lesion was located in the mildly calcified and non-tortuous mid left anterior descending (lad) artery. A 3.5x20mm promus element was deployed. The 15x2.5mm maverick 2 was advanced through the side of the implanted promus element stent into the 1st diagonal for post-dilation. After post-dilation the balloon was deflated and the device was withdrawn. The physician noted resistance upon withdrawal and that the distal part of the device had detached at the monorail exit port. Flouroscopy and snare were used to attempt to retrieve the detached portion without success. The patient was transferred to a separate facility for surgery. The detached portion was successfully removed and the patient underwent a single bypass. The patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure a portion of the balloon catheter detached in the patient. Access was obtained via the right femoral artery. The 90% stenosed, denovo, and 20x3.5mm target lesion was located in the mildly calcified and non-tortuous mid left anterior descending (lad) artery. A 3.5x20mm promus element was deployed. The 15x2.5mm maverick 2 was advanced through the side of the implanted promus element stent into the 1st diagonal for post-dilation. After post-dilation the balloon was deflated and the device was withdrawn. The physician noted resistance upon withdrawal and that the distal part of the device had detached at the monorail exit port. Fluoroscopy and snare were used to attempt to retrieve the detached portion without success. The patient was transferred to a separate facility for surgery. The detached portion was successfully removed and the patient underwent a single bypass. The patient's status is stable.